Event description:
It is reported that the pt underwent knee arthroscopy to remove the broken post from the articular surface.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.